Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Solventum will continue to monitor.

Event description:
It was reported at least one 3m¿ ranger¿ blood/fluid warming high flow set leaked during use. The bubble trap either cracked or let go at the welding point; therefore, the patient did not receive the full intended volume of blood product. The leak also caused blood to spray onto clinicians. There were no reported injuries or medical interventions alleged as a result of the reported malfunction.